Manufacturer narrative:
The returned device was evaluated which included functional testing. The device was turned on using the customer's batteries and an led segment did not light up during start up. During the operational testing the unit provided both audible and visual alarms but the measured values displayed on the screen were incorrect due to the missing led segment. An internal inspection of the device was conducted and the unit was confirmed to have an open circuit across the segment nodes on the system circuit board which caused the led segment failure. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues related to this reported event.

Event description:
The customer reported: "missing segment lines on the display." No consequences or impact to patient were reported.